Event description:
An aus device was implanted on 7/6/81. The control assembly was revised on 8/17/81. The cuff and pump were revised on 2/3/86. The cuff was revised on 10/08/92. The entire device was removed from the pt and replaced on 8/9/97 due to infection.